Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6) ); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated that while intra-op for new implant, once leads were implanted and connected to ins, high impedances were seen with one lead. Caller stated that six of the eight contacts were high with some showing as avoid and some as do not use. Caller stated hcp removed lead, wiped it down, reinserted and also switched the leads in the ports of the ins but the high impedances remained and appeared to follow the lead when switched in the ports. Caller stated hcp elected to replace the lead and upon checking impedances with the replacement lead, the impedances were still on high on most of the same contacts as with the previous lead. Hcp decided to leave lead implanted and close the patient. Caller mentioned a few of their tablet sessions were not closed properly so some of the information was not complete. When impedances were checked in post-op, all impedances were within normal range except for contact 1 on the other lead (which had good impedances throughout the case) was now 40k ohms. Caller stated they've seen this before with impedances high intra-op and then everything resolves but never with this many contacts having had high impedances. Troubleshooting was not required. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported. Caller has lead (B)(6) explant date to return.

Manufacturer narrative:
Product analysis pli# 30 product ID 977a260 analysis identified that the insulation on the lead was cut; consistent with explant damage; however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Continuation of d10: product ID 977a260, lot# serial# (B)(6), product type lead., medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep noted the cause of the high impedances was not determined. The lead was returned for analysis.